Event description:
It was reported that the patient developed an infection and her device was removed. The healthcare provider confirmed that the patient experienced redness, swelling, drainage and pain. The primary location of the infection was at the device pocket. A culture was obtained from the device pocket. The type of organism was proteus mirabilis. Oral antibiotics were administered and the total device system was explanted. The infection resolved.

Manufacturer narrative:
.